Manufacturer narrative:
The investigation has been started since the complaint ( B)(4) was received, the following contents have been conducted: - getinge field service engineer (fse) visited the hospital as planned, it's clarified with the hospital staff that the end beam cover fell off after being hit by the surgical light in the room , rather than a normal use. No one was hit and no any injury was involved. - fse checked the cover and found the tap of cover had broken, so fse replaced the broken cover with new one and reattached the tether chain to solve the problem. Fse checked the involved modutec furtherly, it shows signs that it has suffered collisions in the past, so the tether chain was broken in this collision. - as checked, this unit was installed in year 2015, and there was no any feedback regarding the end beam cover connection during installation or previous maintenance. - the design of the end beam cover is demonstrated compliance with iec 60601-1 by design verification, and additionally a warning "care should be taken when rotating the beams, to avoid collisions with personnel or with other equipment" is included in user manual to remind the customer to avoid collision when moving devices. Therefore, the design of the end beam cover was demonstrated robust for normal use. From the above on-site investigation, it could be concluded the root cause is the collision between surgical light and modutec due to the negligence during operation , which put the abnormal external force to the end cover then made it off. Remedial action: getinge field service engineer checked the cover and found the tap of cover had broken, so fse replaced the broken cover with new one and reattached the tether chain to solve the problem.

Event description:
On nov 26th., 2024, getinge australia received a complaint from the hospital in australia that one beam end cover fell off after being hit by the surgical light in the room. There was no injury reported.